Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked alongside the pump. Contrary to the original complaint, the battery cap was stripped and was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact measurements were found within specifications. A test cap was used for testing purposes. The pump powered on normally with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a test cap with no further power issues. Unrelated to the original complaint, the keypad was torn near the ok keypad button with all buttons responsive to user input appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.